Event description:
Second revision surgery - due to poly wear; the surgeon decided to replace the insert. Reference (B)(4) for the first revision.

Manufacturer narrative:
The reason for this revision surgery was reported as a worn tibial insert after 1.2 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination.a review of the device history records showed no non-conforming material reports associated with this product.a review of the product complaint report history showed this is the first complaint against lot number 59600004. The root cause for the event was wear attributed to the insert and could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.